Manufacturer narrative:
(B)(4). The complaint rt240 breathing circuit is currently en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon receipt of the complaint device and following completion of our investigation.

Event description:
A healthcare facility reported via a distributor that an rt240 adult dual-heated evaqua breathing circuit developed a hole during use. It was seated that the leak occurred just below the y-piece on the expiratory limb of the breathing circuit. No pt consequence was reported.